Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to heavy calcification 3 years after implant. Patient is in satisfactory condition. Operative report states: "aortotomy was opened and inspected, found the valve to be heavily calcified. It was dissected out and the valve removed and then removed the rest of the sewing ring. There was no evidence of infection or annular abcess...[valve implanted] [new] valve was functioning nicely and leaflets were moving without any obstruction....patient was transported to the surgical intensive care unit in satisfactory condition." The explanted bioprosthetic valve was replaced with a mechanical prosthesis. Patient medical history was requested but not provided.

Manufacturer narrative:
X-ray. Device evaluation: customer report of calcification was confirmed. Heavy calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 exhibited moderate calcification, free margin of leaflet 2 exhibited heavy calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at both the stent inflow and stent outflow. Vegetation or growth was also observed on the outflow aspect of all three leaflets. Device evaluation confirms calcific tissue degeneration as the primary cause leading to this explant, in addition to observed vegetative growth on the outflow aspect of all three leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient's medical history was requested but not provided to edwards as of this writing. The device history review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.